Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Consumer stated that the shield was not difficult to remove. Lot #: 0015237, catalog #: 928855, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0015237. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Consumer stated that the shield was not difficult to remove. Lot #: 0015237; catalog #: 928855; date of event: unknown.